Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to charging frequency and failure to charge it. The patient was doing well postoperatively and the explanted ipg will not be returned per hospital policy.